Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed. No parts were replaced because it was a software issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while setting up for a case, the manufacturer representative (rep) tried to download an magnetic resonance imaging (MRI) and the download failed stating "could not negotiate with qr server". They were downloading over wifi, but had successfully downloaded a computed tomography (CT) that morning on the same system. In the digital intercommunication of medicine (dicom) transfer settings page, the connection test failed at association, details stating to check the electronic picture archiving and communication systems (pacs) ip and ae title information. That information had not been changed since the successful pull that morning. The rep downloaded the exam for the upcoming clinical case with a cd. No patient was present at the time of the event.

Manufacturer narrative:
The software analysis was unable to determine the probable cause of the reported issue because the issue could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while setting up for a case, the manufacturer representative (rep) tried to download an magnetic resonance imaging (MRI) and the download failed stating "could not negotiate with qr server". They were downloading over wifi, but had successfully downloaded a computed tomography (CT) that morning on the same system. In the digital intercommunication of medicine (dicom) transfer settings page, the connection test failed at association, details stating to check the electronic picture archiving and communication systems (pacs) ip and ae title information. That information had not been changed since the successful pull that morning. The rep downloaded the exam for the upcoming clinical case with a cd. No patient was present at the time of the event.